Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis.update/correction to sections a2, b4, d9, g6, h2, h4 and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis.

Event description:
Deflation resulting in explantation.